Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint. -patient revised to address loose cup, stem and sleeve. Implants undersized. Doi (B)(6) 2004, dor (B)(6) 2009 (left hip). Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, difficulty ambulating and limited mobility. A liner and head are now being reported to address these issues. Update: (B)(4) 2013 - pfs and medical records received. Part/lot was provided. Original litigation mentioned issues from metal on metal; however, the sticker sheet indicates that the patient was actually implanted with poly. Operative notes indicated that the femoral shaft fractured during reaming. A reamer has been added. There is no new additional information that would affect the existing MDR decision. Records have been attached for further review.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no related reports against the provided product/lot code combinations since its release to distribution. Primary operative notes were received. No product problem has been identified. Additional event information and investigational inputs were not provided to customer quality. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.